Manufacturer narrative:
Manufacturer review¿determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 41 indicating an insulin shaft rewind error during a supply change, and multiple restarts did not resolve the alarm; a replacement device and supplies were arranged, and the user was instructed on syncing data, shutdown, return, and re-startup procedures. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included remote troubleshooting and user education. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.